Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device evaluation: the following is a list of potential adverse events that may occur with breast implant surgery. The risks include: implant deflation/leakage, additional surgery, capsular contracture, infection, toxic shock syndrome, necrosis, hematoma, seroma, extrusion, breast pain, changes in nipple sensation, changes in breast sensation, dissatisfaction with cosmetic results (wrinkling, folding, displacement, asymmetry, palpability, visibility, ptosis, sloshing), calcific deposits, irritation/inflammation, delayed wound healing, hypertrophic scarring, breast tissue atrophy/chest wall deformity, difficulty/inability in breast feeding, and inability to adequately visualize breast lesions with mammography. In addition to these potential adverse events, there have been concerns with certain systemic diseases. Deflation - patients should be advised that the tissue expanders may deflate, and require replacement surgery. Deflation occurs when saline leaks through a damaged injection site or a damaged tissue expander envelope.

Event description:
Health professional reported left side deflation of the tissue expander. The device was explanted and replaced with another tissue expander.

Manufacturer narrative:
Device evaluation: visual analysis was performed which identified an opening on radius and white particles on outer shell. Leak test was performed which identified an opening on shell. Microanalysis identified an opening with sharp edge on orientation line bond edge assessed as unidentified (tear) opening and wear abrasion. A dimension measurement in the shell was performed which identified the thickness to be within specification. Based on the device analysis the final assessment is: sharp opening assessed as unidentified(tear) opening.

Event description:
Health professional reported left side deflation of the tissue expander. The device was explanted and replaced with another tissue expander.